Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the cannulas of infusion set were difficult to insert. When inserting the cannula with the insertion device the cannula becomes bent, causing an insulin leakage and elevated blood glucose values.